Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a button error alarm. The customer also stated their act button was unresponsive. Customer also had a battery out limit alarm that could not be cleared. The customer's blood glucose was unknown. No additional information provided.